Manufacturer narrative:
Investigation summary: material #: 367958. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube with blood .this event occurred 10 times. The following information was provided by the initial reporter. The customer stated: I've been using the tubes and realised that more than half are faulty. The problem is some of the tubes must not be sealed correctly as they won¿t draw the blood. Some of them do work and I have to just keep going through them until one works whilst drawing blood from my client.